Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, during routine device check, that the implantable cardiac monitor fell out after implant as stated by the patient. The incision healed fine. And no further intervention was required according to the physician. The patient was stable.